Event description:
The reporter did back to back blood glucose tests within a few minutes using separate finger sticks. Her results were 17,18,40 and 27mg/dl. The reporter did not have any symptoms. On follow-up the reporter stated that when she tested the confirmation dot turned a light gray color instead of blue, though they were not expired. Her control solution was expired and a control solution could not be done.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8